Manufacturer narrative:
The reported event of loss of bluetooth connectivity was confirmed. The provided information was reviewed by abbott engineering and it was determined that the programmers bluetooth encryption set up was out of sequence. The issue has since been resolved with a new programmer release.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. The device was able to be found and the issue was resolved. The patient's status was unknown.